Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for left ventricular assist device procedure on (B)(6) 2018. Episode of non-sustained right ventricular oversensing due to intermittent capture and oversensing on the right atrial and right ventricular leads were noted after the procedure. It was suspected that the right ventricular lead was damaged during the procedure. The lead was capped and replaced on (B)(6) 2018. On (B)(6) 2018, it was discovered that the replacement right ventricular lead had dislodged. The lead was repositioned successfully on (B)(6) 2018. The patient was fine post procedures.